Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing in unipolar, and low amplitude r-waves were noted. It was noted that pace impedance measurements had been stable for the last year. Ring conductor fracture was suspected. This lead remains in service, and there were no plans for revision at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing in unipolar, and low amplitude r-waves were noted. It was noted that pace impedance measurements had been stable for the last year. Ring conductor fracture was suspected. This lead remains in service, and there were no plans for revision at this time. No adverse patient effects were reported.